Event description:
Customer reported being hospitalized due to high bg's/dka. Significant events leading to hospitalization was running high for several days before, the cause for hospitalization (as per md) was unk. Troubleshooting was performed and pump appeared to be functioning normally.